Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. All parts affected by blood have been removed and replaced. The unit passed all functional and safety tests per factory specifications. The unit has been returned to the customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. All parts affected by blood have been removed and replaced. The fse replaced the pim to backplane cable assembly, the clear polyurethane tubing, the in-line female pneumatic fitting, and the pneumatic module assembly. The unit passed all functional and safety tests per factory specifications. The unit has been returned to the customer and cleared for clinical use. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.